Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient complained a lead decubitus. It was unknown if there were any environment al/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The physician would plan the explant of the spinal cord stimulator (scs). The issue was not resolved at the time of report. Additional information receive from the manufacturing representative reported that during an MRI the patient felt burning sensation on the hip where the electrode then came out. It was unknown what the cause of the event was. It occurred after an MRI but it was not clear if there was a relationship. The issue was resolved by removing the entire system.

Manufacturer narrative:
Product ID: 977a2, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the system was explanted on (B)(6) 2020.

Manufacturer narrative:
Product ID 977a290, serial# unknown, explanted: (B)(6) 2020. Product type lead. Product ID updated to 977a290. If information is provided in the future, a supplemental report will be issued.